Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent evaluation. Under microscope observation, contamination consistent with bodily fluid was found within the ms pump. Ms pump tubing was cut down to the pump block; the tubing was not returned for analysis. The ms pump passed the leak test. Without functional testing, the allegation of a mechanical issue could not be confirmed. The allegation of a tubing hole/perforation could not be confirmed as the tubing was not returned for analysis. Based on this investigation, a clear probable cause for the event could not be established; therefore, the conclusion code of unable to exclude device problem was selected.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician found a crack in the pump connecting tube, so the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Hole/perforation, and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of hole/perforation, and mechanical issue allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician found a crack in the pump connecting tube, so the pump was explanted and replaced. There were no patient complications.